Event description:
Medtronic received information regarding a navigation system being used pre-operatively to a functional endoscopic sinus surgery (fess). It was reported that the "localizer was not connected" appeared on the system. The flat emitter and the breakout box were both red and not connected in the tracking details. The manufacturer representative (rep) reseated both the breakout box and the emitter. The integrity of the emitter and breakout box cables were good. No lights were on the breakout box when plugged in. The site did not have another emitter to use for troubleshooting. The rep checked the em controller was running and reseated the connections on the em controller. The rep unplugged the emitter and left the breakout box connected and unplugged the breakout box and left the emitter connected. The components still would not communicate. After the rep reseated the cable running from the uninterruptible power supply (ups) to the em controller the issue resolved. The system was now functioning as intended. The probable cause of the reported issue was the em controller. There was no reported delay to the procedure. No reported impact to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.